Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to water ingress. Our evaluation found extensive internal water damage. It was recommended that the main board, hv cap 2, speaker/buzzer module, electrode receptacle and lcd are replaced due to fluid ingress. However, the recommended repair was declined by the customer. The device will not be repaired and will be labelled - not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.